Event description:
It was reported that a patient underwent a laparoscopic ring removal and small myomectomy procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported that pull off suture needle occurred when holding the device into patient's abdominal cavity. X ray was used to look for the needle but not found in patient's body. Finally, the needle was found on ground in operating room. The surgery was prolonged for unknown time, and the patient is currently stable. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: additional information was requested, and the following was obtained via: was there any change in the patient¿s post-operative care due to the prolonged procedure? --unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? --unk. How long (in minutes) did the surgery prolong? --about 1 hour was additional dissection required in other organs/tissues other than the target tissue? --unk. Was there any patient consequence or injury? --unk. Was any other tissue damaged as a result of searching the needle? --unk. Photo analysis investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a winding former with an apparently detached needle. The image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.